Event description:
It was reported the pt ((B)(6)) was no longer feeling stimulation. Diagnostic testing revealed high/invalid impedances on all scs lead contacts. The lead was explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.